Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The insulin pump received with cracked case at the display window corner, minor scratches on lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The alarm occurred after the customer was playing a sport and customer stated that the device was not exposed to moisture but buttons might have been pressed for more than 3 minutes. Blood glucose value was 13.4 mmol/l. The insulin pump would not be replaced or returned for analysis.